Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not known. Cause of bg level was not known. Customer called 911 and went to the emergency room. Customer was treated with fluids (nature of fluids was not known) and discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.